Event description:
It was reported the rv (right ventricular) lead had a threshold increase and a decreased/low impedance. The lead was extracted and replaced. During the rv lead extraction, the right atrial lead came out and was also replaced. The atrial lead had no known issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. It was noted that the outer insulation was breached cut, the lead was stretched, and there was blood/body fluid on the proximal and distal conductors and in/on the helix mechanism. (B)(4) no anomalies found; full lead returned and analyzed. It was noted that the outer insulation was breached cut, the lead was stretched, and there was blood/body fluid on the proximal conductor and in/on the helix mechanism.